Manufacturer narrative:
Exact date unknown, event occurred over a long time ago from the date the manufacturer was made aware. Explant date: a long time ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 18174227.

Event description:
It was reported that the underwent an explant procedure due to lead kept going into the gutter. The explanted devices were discarded. No further information has been obtained despite good faith efforts.